Event description:
Post deployment of the 29mm sapien xt valve, the patient was in complete heart block (chb). The patient had preexisting rbbb and moderate mac. Following placement of the xt (in a 50/50 position), the patient went into complete heart block. The patient was paced at a rate of 80 bpm. There were no signs of rhythm disturbances other than the rbbb prior to valve deployment. No leak was noted, placement was good and the delivery system and sheath were removed. Approximately 30 minutes after valve placement, the patient¿s underlying rhythm was still complete heart block, with a rate in the 40's. The decision was make to place a dual chamber permanent pacemaker while the patient was still on the table. After the procedure the patient was extubated and transferred to the ICU in stable condition. The native annulus measured 24mm by tee and 25mmx28mm by CT, with an area of 580mm². There was mild native valve calcification, severe leaflet calcification and moderate mac.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, both procedure factors (moderate oversizing of the valve) and patient factors (pre-operative rbbb, moderate mac) may have contributed to the reported chb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.